Event description:
Rptr had first set of implants on 3/25/87 due to post left mastectomy with fibrocystic disease and parkinson-white syndrome. Right subcutaneous mastectomy, bilateral first stage breast reconstruction by pectoralis major and anterior muscle flaps and insertion of these implants. On 5/12/87, rptr had diagnosis of deformity of right breast, status-post insertion of tissue expander. She had open capsulotomy, right reconstructed breast. Expander was partially emptied, and this was delivered through incision. Severe capsular contracture of round edges was dissected and expander was reinserted. Expansion done to a total of 100 cc on right, and 100 cc of saline on left. Rptr experienced rheumatoid arthritis, capsular contractures, carcinoma, arthritis with symptoms, joint swelling, pain, stiffness, muscle fatigue, swelling of hands and fingers, fatigue, breast tenderness, general aching and stiffness, swollen glands, tingling of extremities, incorrect size of implants with asymmetry, visible wrinkles, hardness of breasts, implant noises, numerous operations, foreign giant cell reaction, scaring, back and knee stiffness, morning stiffness and saline leakage. (Same rptr referred to in 1000231-1000233.)